Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, guide cath: launcher jl4sh 8fr. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Balloon rupture was confirmed. Based on visual, functional, and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. The device was sent to the sem lab for further analysis, and the results revealed that rupture may be attributed to mechanical damage noted on the outer surface of the balloon on a balloon fold. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a mildly tortuous, moderately calcified, distal, right coronary artery stenting procedure, during post-dilatation, a xience v (2.75 x 23 mm) stent delivery system balloon ruptured on the third inflation at 14 atmospheres. Confirmation of the xience v stent apposition to the vessel wall was confirmed by intravascular ultrasound (ivus) and the procedure was complete. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.